Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
After becoming aware of a post on (B)(6), the manufacturer contacted the clinic. The clinic was unaware of patient dissatisfaction or any issues until the (B)(6) posting was brought to their attention. Clinic reported patient was very lean, thin with very little body fat. The first treatment was performed (B)(6) 2012 on the lowest energy level. Patient was anesthetized with multiple lidocaine injections. Right after the treatment, patient noted numbness in her right hand. She waited 1 hour after treatment until some feeling restored. Was given tylenol and after-care instructions. No issues were reported at follow-up call the next day. Patient indicated right arm had weakness in her tricep at the time of her second treatment 3 months later ((B)(6) 2012). Patient felt it was due to the anesthesia and wanted the treatment with no anesthesia. The treatment was administered with a topical anesthetic. Treatment was started with the left arm. In the first two placements of the right arm, patient said she could feel "it". The procedure was stopped at that point. No specific information was provided at follow-up calls about issues. Clinic attempted to reach patient by phone on multiple occasions. Patient responded by email that she did not want any more contact with the physician, because she didn't want any more treatment. The clinic did not pursue further contact due to the patient's wishes. Further posts from the patient indicated some improvement 6 months after the last procedure and 13 months later strength was virtually back to normal. Still reporting sweating on occasion.